Manufacturer narrative:
(H6): medtronic representative went to the site to test the imaging system and replaced 15 amp line in fuse. Tested system and all operations are good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that site able to take a post-op scan without any issues but when moving the unit outside of the or to dock, the staff plugged the unit into a wall outlet, but the mobile view station (mvs) started beeping immediately, as if it wasn¿t recognized that it was plugged in. The mobile view station (mvs) eventually turned off, but the image acquisition system (ias) remained on. No patient was present at the time of event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000522 , lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.